Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The DHR documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. The plunger knob was not holding the ratchet extension.no further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the plunger knob assembly of the a2114 mayfield infinity xr2 skull clamp needs repair. There was no known patient involvement or surgery delay.